Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. A xtw clip (30213r1098) was implanted successfully. Imaging quality was poor due to patient anatomy. After deployment, the clip detached from the anterior leaflet. An additional clip was implanted to stabilize. The procedure ended with two clips implanted, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to procedural conditions (patient morphology/pathology and poor image resolution). The reported poor image resolution was due to patient anatomy. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.